Event description:
Received info the pt felt the device was not "fit, suitable and safe for its intended purpose". Pt felt the physician deviated from the standards of care and as a result he was "rendered sick, sore, lame and disabled, has incurred medical expenses, pain suffering and is permanently disabled". No info was provided as to whether the device has been removed or any of the pt's symptoms.

Manufacturer narrative:
(B)(4).